Event description:
A report was received that the patient was having difficulty charging and had to frequently charged the ipg. The physician suspected device malfunction. The patient will undergo ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Sc-1110-02 (sn:(B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding charging issue was not verified. In the lab, the ipg was successfully charged to full capacity in one cycle despite active stimulation turned on. This result attested that the device is capable of being charged fully under a proper charging method. Battery depletion was within the normal range. The device passed all required tests and revealed normal device characteristics.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging and had to frequently charged the ipg. The physician suspected device malfunction. The patient will undergo ipg replacement procedure.